Manufacturer narrative:
Block b1, b2, b5 and h1 have been updated with additional information received on (B)(6), 2020. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2907 captures the reportable event of inner shaft/sheath detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the suspect device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex biliary rx uncovered stent has been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the guide catheter broke apart from the pushing catheter. Reportedly, the stent was wrapped around the smaller catheter inside of the sheath. The delivery system was able to be removed except for the inner catheter. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. ***additional information received on (B)(6), 2020*** according to the complainant, the inner sheath was not removed as the patient was draining.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx uncovered stent has been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter broke apart from the pushing catheter. Reportedly, the stent was wrapped around the smaller catheter inside of the sheath. The delivery system was able to be removed except for the inner catheter. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.